Event description:
(B)(4). Reason for original complaint- patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update (B)(4) 2011 ¿ litigation papers were received. There is no new information that would change the outcome of the investigation. Update (B)(4) 2012- plaintiff¿s preliminary disclosure form was received, which identified doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec¿d (B)(4) 2013 ¿ medical records were received. The complaint was updated on (B)(4) 2013. The revision operative report from (B)(6) 2007 (date antibiotic spacer was removed) indicates the following regarding the (B)(6) 2007 revision surgery: pain; clicking; exploration of the wound with removal of the components and placement of a composite antibiotic spacer for a presumed infection; increased fluid in hip capsule; fibrinous tissue. The femoral head has been added to the complaint as a reportable product. The adapter sleeve and femoral stem have been added to the complaint as non-reportable products.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.